Event description:
Customer alleged chair got stuck and smelled smoke. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model tdx3-ps - serial number/date code (B)(4) is approximately 5 years and 9 months old. The user manual part number 1114809rev. I (dec-05) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer became stuck (unknown location or circumstances) and the motor cable e100 became loose. The consumer stated they smelled smoke. The dealer found the motor cable disconnected and reconnected it. The dealer stated that there was no smoke smell. The device is now fixed and running with no issue.